Manufacturer narrative:
G4 premarket / 510(k): k160823. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR: an nc quantum apex mr 8mm x 2.75mm, catheter was returned for analysis. Visual and tactile inspection revealed no issues identified on the hypotube and shaft polymer extrusion. A microscopic examination of the balloon identified a 1cm longitudinal tear in the mid-section of the balloon material. Distal tip showed no signs of damage. A microscopic examination of the distal and proximal markerbands identified no damage. No other device issues were identified during returned product analysis.

Event description:
Reportable based on the device analysis completed on 24nov2025. It was reported that crossing difficulties occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. An 8mm x 2.75mm nc quantum apex balloon catheter was advanced for dilation. But the device failed to cross the lesion. The procedure was completed with a non-boston scientific balloon. No patient complications were reported. However, returned device analysis revealed a balloon longitudinal tear.